Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on 24 oct 2013 22:37:18. During night drain cycle one, the patient's ultrafiltration reading was 1521ml, indicating the home patient (hp) drained 1521ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass a low drain volume alarm. If additional relevant information is obtained, then a follow-up MDR will be submitted.